Event description:
It was reported that the patient presented with dizziness and lightheadedness. The device showed high capture threshold, loss of capture and increased pacing impedance. X-ray showed the lead pulled back. Twiddlers syndrome was confirmed. Possible lead fracture was also noted. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.